Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation. The described situation is adequately addressed in the instructions for use (IFU). Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. In the past for similar cases, extraction of retention samples showed no unusual residuals which could have led to a patient reaction. Therefore, it is assumed that the patient allergy/reaction may have been caused by other factors besides the dialyzer, for example, the specific physical/medical status of the patient. A review of the device history records (DHR) was conducted by the manufacturer. The review found no indication for any relationship with the reported failure mode. The rinsing and sterilization parameters were checked, and no deviations were found. All product from the batch was found to be conforming to specifications. Based on the available information, the cause for the reported issue cannot be confirmed. Clinical review: there was no allegation or objective evidence indicating a serious injury, patient death, or other adverse event occurred due to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product deficiency or malfunction caused or contributed to the reported dialyzer reaction. Hypersensitivity to components of the dialyzer is a known and anticipated side effect that may occur due to the patient¿s intrinsic response to the material contained within the membrane as listed in the instructions for use. It can be concluded that the patient did not experience a serious injury following this event as they were able to continue their treatment without an advanced level of care.

Event description:
It was reported to fresenius that a patient utilizing the coral fx60 dialyzer experienced bronchospasm, dyspnea and anxiety during a hemodialysis (hd) treatment. It was stated the patient was placed on oxygen following this event but was able to continue the hd treatment with a different dialyzer, presumably one that was more biocompatible. It was also reported that the event resulted in about 200 ml of blood loss. The severity of dyspnea and potential decrease in systemic oxygenation remains unknown. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.